Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in since the lead was implanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient did not experience any additional tremor relief following the most recent procedure. The physician determined that the lead was not optimally positioned to address the patient's symptoms, therefore, the lead was replaced. Postoperatively, a possible hemorrhage was identified, which may be associated with a technique used during the procedure. As a result, the patient is experiencing weakness in the left arm. The explanted lead will not be returned for analysis, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in since the lead was implanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient did not experience any additional tremor relief following the most recent procedure. The physician determined that the lead was not optimally positioned to address the patient's symptoms, therefor, the lead was replaced. Postoperatively, a possible hemorrhage was identified, which may be associated with a technique used during the procedure. As a result, the patient is experiencing weakness in the left arm. The explanted lead will not be returned for analysis, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received indicating that electrocautery was used during the procedure, and that the patient was admitted to inpatient rehabilitation following surgery. The patient has since been discharged.